Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (reportedly alarm 1) occurred while the customer was receiving basal delivery. A new cartridge was loaded to resolve the issue. Customer's blood glucose was 282 mg/dl.